Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 174, 171 and 116 mg/dl. 174 and 171 are non-fasting results. The customer's expected fasting blood glucose test result range is 60 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/14/2017 and open vial date at time of call is a month and a half. The meter memory was reviewed for previous test result history: a 174mg/dl, (B)(6) 2016 02:01 pm, fasting: no. A 171mg/dl, (B)(6) 2016 02:00 pm, fasting: no. A 116mg/dl, (B)(6) 2016 12:16 pm, fasting: yes. A 188mg/dl, (B)(6) 2016 01:10 am, fasting: yes. A 187mg/dl, (B)(6) 2016 01:10 am, fasting: yes. Memory concerns: 174, 171, 188, 187mg/dl.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 174, 171 and 116 mg/dl. 174 and 171 are non-fasting results. The customer's expected fasting blood glucose test result range is 60 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/14/2017 and open vial date at time of call is a month and a half. The meter memory was reviewed for previous test result history: 174mg/dl (B)(6) 2016 02:01 pm fasting: no; 171mg/dl (B)(6) 2016 02:00 pm fasting: no; 116mg/dl (B)(6) 2016 12:16 pm fasting: yes; 188mg/dl (B)(6) 2016 01:10 am fasting: yes; 187mg/dl (B)(6) 2016 01:10 am fasting: yes. Memory concerns: 174 171 188 187mg/dl.